Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a total occlusion located in the mid obtuse marginal (om) branch that was 90% stenosed. Pre-dilation was performed using a 1.5 x 6mm semi-complaint balloon. A 2.75 x 8 mm xience prime drug eluting stent was successfully deployed at 16 atmospheres. Fluoroscopy after stenting showed a proximal dissection which was covered using another xience prime stent. No additional information was provided.